Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the supplier facility and evaluated. The sales rep reported that the device had scratch on the lens. Per evaluation findings, this complaint can be confirmed. It was found during evaluation that the optical components including the distal cover glass/negative, outer tube and distal tip were damaged. The distal end of the endoscope showed traces of usage such as scratches. The image on the camera was partially slightly dark. The issues were resolved with spare parts, and the device was found to be fully functional after carrying out the repair activities. User mishandling, lack of maintenance and/or a fall can be the most probable root causes of the damages observed. The damaged components, and fair wear and tear due to usage would have caused the poor image quality observed. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during an unknown surgery, it was observed that the endoscope device had scratch on its lens. During in-house engineering evaluation, it was determined that the distal end of the endoscope showed traces of usage such as scratches and the image on the camera was partially slightly dark. A replacement device was used to complete the surgery without delay. There were no adverse patient consequences reported. No additional information was provided.